Event description:
The customer reported that the insulin pump turned off every time she bumps or drops the device. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronics assembly.